Manufacturer narrative:
While the lot number was not provided, it was reported that the device was not used past its expiry date.

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2011-00829. It was reported to boston scientific corporation that following implantation of an uphold vaginal support system during a cystocele repair procedure, (procedure date unknown) the patient "ended up in retention for 2 weeks" (date of retention onset unknown) and was catheterized for that time until it resolved on its own. The patient's current condition was reported to be "completely fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.